Event description:
On/off button failed inspection in conjunction with return of product. (B) (4).

Manufacturer narrative:
Method: device internal memory reviewed. Conclusion: on/off button is secondary means of activating AED (IFU instructs use of pull handle). This issue is being reported as it cannot be conclusively stated that recurrence would not result in adverse event.